Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter would not power on. The pt tests her blood glucose about once a day and various times. She does not test her blood glucose at set times during the day and manages her diabetes via her diet. She does not take any medications for her diabetes. The pt indicated that she had dropped the meter on the floor on an unspecified date/time towards approx a week earlier. After the meter was dropped, the device reportedly stopped turning on. As a result of the alleged meter issue, the pt started eating less since she did not know how her blood glucose levels were. About 3 days before calling lfs on original date, the pt dinner at 5:30 pm and started having blurred vision later in the evening. She did not know if her blood glucose was high or low. Around 9:00-10:00 pm that same evening, the patient started then rushed to an urgent care center but the facility did not have a device to test her blood glucose. The paramedics were contacted by the urgent care center. Whey they arrived, the pt's blood glucose was tested on an unidentified device a result of a "77 mg/dl" was obtained. The pt was treated with IV glucose. She was not hospitalized. The pt stated that if she was able to test her blood glucose and knew her blood glucose was getting low, she would have eaten something to raise her sugar level. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed she developed symptoms suggestive hypoglycemia that progressively got worse after the alleged meter issue started.